Event description:
Ous MDR - after an implantation period of about 18 months, oversensing with inappropriate therapy was reported during a follow up. The system was replaced on (B)(6) 2014 and lead and device were returned to biotronik for analysis. Apart from the shocks no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, deformations of the outer conductor coil near the is-1 connector pin were found. Based on the symptoms, it is reasonable to assume that these deformations occurred due to tensile forces applied during the explantation procedure. Further analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. In summary, deformations of the outer conductor coil were found which occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.